Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 1,200 units of this code-batch. There are no units in our stock. We have received 12 closed samples for analysis. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 8.79 kgf in average and 8.50 kgf in minimum (ep requirements: 3.57 kgf in average and 2.24 kgf in minimum) these values are the usual ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. According to the instruction for use of the product, 'the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material'. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that the thread filament broke when clamp, leads to breakage when pull during acl cases. Happened every time. Additional information has been requested.